Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door not fully latched alarms. Evaluation found the force required to secure the door to be above expected levels. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient involvement.